Event description:
It was reported when the device was used during a low anterior procedure, there were no staples. The case was completed by hand suturing. The or time was extended 1.5 hrs. There was no further pt consequence.